Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The rep reported they turned stimulation off at the time of the original call. Troubleshooting was performed at the next appointment, but the communication issue persisted, and the communicator was replaced and the new communicator resolved the communication issue. The cause of the stimulation issue was not reported. Weight was unknown. The rep reported they had no issue connecting to the device with their programmer, and there were no impedance issues and stimulation was easily adjusted. Information indicates the issue has been resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports patient uses her stimulator as needed, had her stimulator on and felt comfortable. Caller reports patient wants to turn her stimulator off but the communicator is not connecting to her handset. Caller reports patient is feeling more stimulation in her muscle. Suggest resetting the communicator and close all apps on the handset. Caller reports patient has reset her communicator and close all apps, power the handset off and on. Caller reports patient continues to not be able to connect to her implant. Reviewed magnet would not turn stimulation off. Reviewed if patient needs stimulation turned off, rep would need to meet with patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.